Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers health care professional reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020 because he was unresponsive. The cause of death was hypoglycemia. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated they did not receive the autopsy results and could not rule out the pump as the cause of the customer's passing. The caller declined to return the insulin pump for analysis. The insulin pump will not be returned for analysis.